Event description:
Information received by medtronic indicated that the user reported pump error 37 and pump error 38. The customer stated that pump was not rewinding, had a battery failed alert. Customer stated pump was not exposed to high magnetic field, insulin delivery was stopped. Customer stated that they were not able to complete rewind. No harm requiring medical intervention was reported. Troubleshooting was performed however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 37 and pump error 38 found on (B)(6) 2022. Device passed the self test and failed the rewind test. However, unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 occurring during rewind test. Successfully downloaded history files and traces using thus. Pump error 37 on (B)(6) 2022 at 16:48:13.000 and pump error 38 on (B)(6) 2022 at 18:09:47.000 were present on insulin pump downloaded history. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and corroded home switch. In summary, pump error 37 was confirmed during testing and in insulin pump downloaded history. Pump error 38 was not triggered during testing however, confirmed in insulin pump downloaded history. Moisture damage on electronic assembly and motor assembly was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.